Manufacturer narrative:
This report is submitted on october 2, 2020.

Event description:
Per the clinic, the patient experienced infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It has now been reported that an oral antibiotic was administered to treat the infection. During the abutment removal on (B)(6) 2020 there was a skin revision. This report is submitted on october 29, 2020